Event description:
It was reported that while the surgeon was trying to remove the broach from the canal, it fractured. The broken piece was able to be retrieved.

Manufacturer narrative:
Evaluation summary: the frequency of use of this instruction is not known. The post had fractured off due to fatigue failure. After the 12 years, 4 months of potential field use this rasp has failed at the end of its useful life. As returned, the broach attachment post fractured off. The fractured piece was not returned.